Event description:
A customer contacted baxter (B)(4) regarding a 500ml eva bag in which visible particles were noticed in the bag. There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation. Therefore, the reported condition could not be confirmed nor could an assignable cause be identified. A batch review was performed on the reported lot and no deviations were noted. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available or the sample is received, a follow up report will be submitted.